Event description:
After the nurse inserted the IV, they noticed that there was blood leaking from the side of the catheter. It was removed and discarded. Wrapper was saved for the quality department. No harm occurred to the patient.